Event description:
The facility reported a colleague infusion pump with the reported condition of a damaged battery. It is unknown in which care area this event occurred. The reported condition was notice prior using the pump. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 5.09.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. There were no repairs made. This is involving a pump with software version 5.09.92 which is categorized as a colleague p1.5.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received for evaluation. If additional information becomes available or the device is received, a follow up report will be submitted.